Event description:
It was identified in central processing that there was a plastic piece by the tip of the instrument that is broken and looks burned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to contact the site to obtain additional information, but no new information has been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test. The yaw pulley was not found to be broken.